Manufacturer narrative:
On (B)(4) 2018, vilex received call from account manager that a titanex driver twisted during surgery. Issue review form was sent and completed by account manager. Account manager stated the doctor was using the titanex ii set for a bunion. Doctor chose a 2.0mm screw and began to driving the screw into the bone with the driver (zt702-06-09). The tip of the driver began to twist. Doctor changed to a second driver and after completing on turn, he noticed a slight twist. On 03/06/2018, vilex received the drivers. On 03/13/2018, vilex qc department examined the drivers and found nothing visually wrong with the drivers to cause the tips to twist. Qc department determined that they may have encountered hard bone. On 03/21/2018, vilex spoke with the doctor involved. Doctor stated that the patient was young with very hard bone. And he probably should have drilled prior to driving the screw. On 03/27/2018, vilex sent one of the drivers in question to an unrelated supplier, who has experience in drivers and material, to review. On 03/27/2018, vilex sent one of the drivers in question to the subcontracted manufacturer for review. Vilex will file an updated report once information/evaluation has been obtained from the two suppliers mentioned above.

Event description:
Doctor was using titanex driver (zt702-06-09) to insert a 2.0mm screw. As he began to drive the screw, the driver tip twisted. Doctor changed to the second driver. He began to drive the screw and after making one turn, doctor noticed slight twist in the tip of the driver.